Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information and patient weight.

Event description:
Related manufacturer reference number: 1627487-2021-01903. It was reported that surgical intervention may occur with the ipg. The reason is unknown. It is unknown which ipg is related to the issue so both ipgs are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that ipg would not connect to external device and surgery occurred to explant and replace the ipg to address the issue.